Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the tubular cavity in a sigmoid colostomy, it was noted that there was no staples. Surgeon manually closed the staple line. No patient injury.